Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 495 mg/dl. The customer delivered a bolus to address bg level. Reportedly, the customer is currently in a court battle and it was causing stress which resulted in the customer having a difficult time managing her bg level. The customer declined to provide any further details on the reported event.